Event description:
It was reported that the pump was not pumping properly and no alarm was observed. Since was not clear if the cool flow pump stopped prior or during the procedure, further follow up was performed to know more details regarding the event. On (B)(6) 2012, additional information was received and it was confirmed that the cool flow pump stopped during the ablation procedure. The rotation mechanism stopped rotating and the alarm failed to sound making this event reportable.

Manufacturer narrative:
(B)(4). The cool flow pump was evaluated and it was found that the bu sensors, spring pump and nut latch were defective and the issue was resolved by replacing them. Functional and safety test was performed and it was functional. The device history record for cool flow pump serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.